Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl and as a result the customer lost consciousness. Customer required assistance from emergency medical services (ems) that treated the customer with intravenous fluids of glucose to address the low bg. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their correction factor to address the event.